Manufacturer narrative:
This report is associated with argus case (B)(4), ultra corega cream mint flavor. Corega brand is marketed as poligrip brand in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream for denture wearer. Co-suspect products included denture adhesive powder-double salt (ultra corega powder) oral powder for denture wearer and double salt dental adhesive cream (ultra corega flavor free) cream for denture wearer. On an unknown date, the patient started ultra corega cream mint flavor, ultra corega powder and ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega cream mint flavor, ultra corega powder and ultra corega flavor free, the patient experienced accidental device ingestion (serious criteria gsk medically significant), overdose and product complaint. On an unknown date, the outcome of the accidental device ingestion, overdose and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, overdose and product complaint to be related to ultra corega cream mint flavor, ultra corega powder and ultra corega flavor free. Additional details: this report refers to a (B)(6) female consumer who has been using corega (did not specify) 3 to 4 times a day due to product adhesion problems, although this is not recommended on the product label. She also informed that she applies more product (did not specify) than indicated on the product label. She stated that she usually swallowed small portions of product. She informed three different units of corega, ultra corega flavor free is the unit that she is currently using but the problem is with all corega. She did not give us any contact detail of her odontologist. No more information was available at the time of this report. Follow-up information received from qa on 13 april 2016. Considering the information provided by the consumer, the case does not correspond to a quality claim because it refers to at least three different units. Furthermore, the consumer stated that she has the same problem with all corega presentations. No more information was available at the time of this report. Case correction for follow up received on 13 april 2016 the event maladministration removed from the case (coded in error in the event tab).

Manufacturer narrative:
This report is associated with (B)(4), ultra corega cream mint flavor. Corega brand is marketed as poligrip brand in the us.

Event description:
Swallowed small portions of product [accidental device ingestion]. Overdose [overdose]. Product complaint [product complaint]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream for denture wearer. Co-suspect products included denture adhesive powder-double salt (ultra corega powder) oral powder for denture wearer and double salt dental adhesive cream (ultra corega flavor free) cream for denture wearer. On an unknown date, the patient started ultra corega cream mint flavor, ultra corega powder and ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega cream mint flavor, ultra corega powder and ultra corega flavor free, the patient experienced accidental device ingestion (serious criteria gsk medically significant), overdose and product complaint. On an unknown date, the outcome of the accidental device ingestion, overdose and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, overdose and product complaint to be related to ultra corega cream mint flavor, ultra corega powder and ultra corega flavor free. Additional details: this report refers to a (B)(6) female consumer who has been using corega (did not specify) 3 to 4 times a day due to product adhesion problems, although this is not recommended on the product label. She also informed that she applies more product (did not specify) than indicated on the product label. She stated that she usually swallowed small portions of product. She informed three different units of corega, ultra corega flavor free is the unit that she is currently using but the problem is with all corega. She did not give us any contact detail of her odontologist. No more information was available at the time of this report.